Event description:
It was reported during a percutaneous transluminal coronary angioplasty/ stent procedure an attempt to place the stent was made without pre-dilating, contrary to instructions for use. During removal of the delivery system, after failure to cross the lesion, the stent became separated from the delivery system. The stent was snared from the coronary artery, but attempts to remove it through the femoral artery resulted in the stent being lost in the peripheral vasculature. No further attempts to retrieve the stent were made. There was no pt injury reported.